Manufacturer narrative:
An event of moderate mitral regurgitation after implantation was reported. The device was returned to abbott in two broken pieces. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported lack of effect and mitral regurgitation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm tailor annuloplasty ring was selected for implant to repair a mitral valve. No associated patient symptoms were reported. After implant, mild-moderate mitral regurgitation was still present via follow up imaging, therefore the ring was explanted and the valve was replaced with a non-abbott device. The patient was not closed prior to explanting the ring. The patient status was reported as stable. No patient consequences were reported. There are no allegations of malfunction with the ring and there are no allegations to the sizing of the ring. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported.